Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, an air leak was noted in the introducer. During mapping, the transeptal access was lost so the advisor hd grid x mapping catheter was changed to tactiflex se ablation catheter to gain transseptal access again. The sheath was placed in the left atrium and the ablation catheter was changed back to the mapping catheter. While aspirating after mapping catheter insertion, air was noted in the sheath, the physician suspected the valve was leaking. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.